Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient during the excision of the mid-urethral synthetic sling, tension-free vaginal tape, insertion of advantage fit retropubic midurethral sling, cystourethroscopy, and urethrolysis procedure performed on (B)(6) 2021, for the treatment of an obstructive urinary retention from the mid-urethral sling and tension-free vaginal tape. During the procedure, there was no evidence of mesh erosion, stone, or evidence of perforation or mesh extrusion. There was no evidence of bladder perforation. A thorough examination of both the urethra and bladder was made, and both were pristine. There was no evidence of mesh or injury to the bladder. Bilateral ureteral orifices were identified, and there was clear efflux from both. The patient tolerated the procedure well. Patient was extubated and transported to the pacu in stable condition. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2021, implant date, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The mesh was implanted by: (B)(6). Block h6: imdrf patient code e2401 captures the unspecified injury related to the device. Impact code f12 has been used in the light of the patient had filed a legal claim for an unspecified personal injury related to the device.